Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump stopped working. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: the last bolus delivery was on (B)(6) 2015. The black box showed that there was a pump suspended warning on (B)(6) 2015 at 00:07. The pump was exercised for a 24 hour period with no alarms duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Unrelated to the initial allegation, the display screen had a pinkish contrast. The battery compartment was cracked. The audio bolus button cover was torn but still responsive.